Event description:
It was reported that this caller requested review of recent non-sustained ventricular tachycardia (nsvt) stored events with noise on the right ventricular channel. The patient was recently in the clinic and the noise could not be reproduced. A lead safety switch had occurred nearly two years ago due to an out of range pacing impedance measurement on the rv channel. Review of stored events seem to indicate the noise is occurring mostly while sensing and not pacing. A boston scientific technical services consultant discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.